Manufacturer narrative:
Intuitive surgical inc. Has not received the fenestrated bipolar forceps instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, it was alleged that a fragment from the bipolar forceps instrument broke off and fell inside the patient. Although, the fragment was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the breakage.

Event description:
It was reported that during a da vinci assisted total beningn hysterectomy procedure, a piece from the fenestrated bipolar forceps instrument broke off and fell into the patient. The fragment was retrieved and there was no report of patient harm, adverse outcome or injury.